Event description:
Freestyle libre 3 was telling you that your sugar was low even when it wasn't. Also received a message from walmart pharmacy stating that the machine has been providing inaccurate readings.